Manufacturer narrative:
(B)(6).

Event description:
Customer reported that the healing collar hc345 would not thread into the implant. They were able to place another healing collar in the same procedure. He also stated that there was no visual damage to the healing collar, except that it would not seat all the way in the implant.

Manufacturer narrative:
Customer reported that; "the healing collar would not thread into the implant." One zimmer dental heal collar was returned for inspection. The received product seems worn from use. There were scratches noticed to the hex socket, threads, and on cuff area. The threads were inspected under magnification; there were what appeared to be minor bone tissue and dry blood observed around the threads. The bottom threads near tip area was found to be damaged. The hex was inspected; no damage was found around hex socket. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Warnings: careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Procedure: following the healing period, uncover the implant healing screw. The location can be determined by palpation of the soft tissue or use of a periodontal probe. Expose the healing screw using a scalpel, taking care to preserve an adequate amount of keratinized gingiva. Remove the healing screw with the appropriate hex drive seating tool. Choose a temporary gingival cuff that has a maximum diameter matching the abutment planned for the case. Remove all bone and soft tissue from the superior aspect of the implant body to guarantee complete seating of the temporary gingival cuff. The presence of tissue or bone fragments between the implant and abutment can lead to abutment loosening. Do not use a bur or other drilling instrument, which may compromise the integrity of the implant or its coating. Screw the temporary gingival cuff into the implant using the appropriate hex drive seating tool. Allow the soft tissues to heal. The functional test was performed using the in-house implant and returned healing collar abutment, and it was confirmed that healing collar did not thread (seat) into a mating implant due to threads were damaged. The reported failure is confirmed. A definitive root cause could not be determined. The following sections were updated: UDI:(B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿ usage of device changed from "no information" to "initial use of device."